Manufacturer narrative:
Results: allergic reaction. No results available since no evaluation performed. Device or procedural images not provided for review. Conclusions: allergic reaction. (B)(4).

Event description:
Patient had one resolute integrity drug-eluting stent implanted. The patient visited the hospital with developing red flare after an undetermined time. The physician considers it would be related to the drug eluting on the device because it seems not to be an effect by oral medicine.